Event description:
During a cerebral angiogram, mma [middle meningeal artery] embolization, the scepter mini balloon was used during treatment of mma embo and burst when the fellow was taking the balloon out. No injury occurred but the balloon was not usable.